Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and other. It was reported that patient underwent stage I incisional implantation of neurostimulator lead on (B)(6). 2013. It was reported that patient underwent interstim neurostimulator implant and programming phase ii on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent tah/bso and enterolysis of pelvic adhesions on (B)(6) 2012 due to chronic pelvic pain with pelvic adhesions. No additional information was provided..

Manufacturer narrative:
Date sent to FDA: 10/9/2016.